Event description:
A discordant sodium (na) test result was obtained on a patient sample from an advia chemistry xpt system. Test result data was unavailable for evaluation. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A united states customer contacted siemens to report that a discordant sodium (na) test result was obtained from an advia chemistry xpt system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse reviewed quality control (qc) data and found that all three levels of qc were within the acceptable range. The cse calibrated sodium and repeated the qc with acceptable results. The cause of the discordant sodium test result is unknown. A sample integrity issue is a potential contributing factor to the event. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.